Event description:
It was reported that during set up at the user facility, the micro sagittal saw was operating without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have third party repair to the motor. The device will be repaired and returned to the user facility.